Event description:
It was reported that the customer was taken to the hospital via ambulance and was subsequently hospitalized with a blood glucose (bg) level of 540 mg/dl; cause was unknown. At the time of the event, the customer experienced an unknown issue with their continuous glucose monitoring sensor; however, this could not be confirmed. Customer administered insulin via an insulin pen prior to the hospitalization. Customer was treated with intravenous fluids of saline and potassium injections to address the elevated bg. Reportedly, the customer was released on (B)(6) 2023. Additionally, it was reported the customer loaded cold insulin into the cartridge. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.